Event description:
The pt had pain. The surgeon thought that the femoral component might have been loose, but this was not the case. So the surgeon took out the femoral extension stem, thinking this might be the reason for the pain. He also replaced the femoral component and wedges. On the tibial side there was no change. Ref MFR report 3005180920-2014-00035.